Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided censitrac reprocessing tracking from jun 3, 2022 ¿ jun 10, 2022. The scope passed all leak tests. The scope was sterilized in a soluscope and stored in a drying cabinet. The device was returned to olympus for evaluation and the reported issue was not confirmed. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover was detached. The universal cord had a wrinkle. The distal end had corrosion. The mouthpiece was loose. Due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the colonovideoscope was microbiologically cultured and consecutively tested positive three (3) times. On (B)(6) 2022, the scope tested positive for greater than one hundred (100) colony forming units (cfus) of mixed environmental organisms. On (B)(6) 2022, the scope tested positive for sixty (60) cfus of mixed environmental organisms. On (B)(6) 2022, the scope tested positive for ten (10) to one hundred (100) cfus of mixed environmental organisms. The scope was not linked to any particular patient/procedure, however, the customer provided general use of the scope. The scope was used for diagnostic and therapeutic colonoscopies. The customer was advised of the channel replacement to put the channel back to manufacturers specifications. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.